Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hst iii system (3.8mm) seal fell off when the delivery system was withdrawn from the loading device; not contact the aorta the seal was not properly loaded into the delivery tube and remained in the loading device; no contact with the aorta. The seal was removed from the delivery tube and the delivery device could not be used. A new hsiii was issued and the operation was completed. There were no delays. The patient had no health hazards.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000258552 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.